Event description:
Reportedly, a piece of the grasper disengaged into the patient's cavity. Opened another grasper to retrieve the pieces. No patient injury occurred. Used another endoclinch to complete the procedure.